Event description:
Two weeks ago, the pt experienced flu-like symptoms; the symptoms resided and the pt was getting pain relief. It noted that it was unclear if this was due to oral medication use. The pump was interrogated and a motor stall was noted 2 weeks ago with no motor stall recovery recorded in the logs. The pump was programmed out of minimum rate into simple continuous, but no priming bolus was noted in the session data report. They updated the pump twice but there were no entries for those times on the event logs. The device system was used to deliver sufentanil. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).